Manufacturer narrative:
(B) (4). Device is not being returned for evaluation.(B) (4)

Event description:
After insertion of biosure screw the doctor proceeded to advance screw and screw broke during insertion. Broken piece was removed with the aid of a driver. E-mail received confirmed the graft was a semit, the size of the tunnel was 7.mm and the tunnel was not tapped.